Event description:
The pt is "unable to inflate the device without causing severe pain and therefore, no longer able to use it".

Manufacturer narrative:
A correction was made to the serial number data in section d-6. According to the received info, this penile prosthesis was implanted on 10/20/83. On 9/5/96 a received complaint from a patient rep. Stated, "[the patient] is unable to inflate the device without causing severe pain. Therefore, no longer able to use it." At this time, there have been no reports that a serious injury, medical intervention, or surgical intervention has occurred or is pending. The patient rep. Has not provided a means of continuing our investigation at this time. To date, this complaint has not been confirmed to the MFR by a medical professional. Without info from a medical professional or an explanted device, quality assurance is precluded from commenting on this occurrence. Should additional info and/or the explanted device become available, the file will be re-opened and re-evaluated, according to procedures.